Event description:
There was an allegation of questionable lpa2 tina-quant lipoprotein (a) gen.2 results for 3 patient samples on two cobas c 503 analytical unit. The customer had been having issues with high lpa2 results for several months which prompted them to repeat the patient samples. On (B)(6) 2024, sample 1 had an initial plasma lpa result of135 mg/dl on analyzer serial number (B)(6). The sample was repeated three times and the results were 108 mg/dl, 42 mg/dl with an automatic 1:3 decreased dilution, and 60 mg/dl. The sample was also repeated twice on analyzer serial number (B)(6) and the results were 33 mg/dl and 38 mg/dl. The result of 38 mg/dl was deemed correct. On (B)(6) 2024, sample 2 had an initial plasma lpa result of 73 mg/dl on analyzer serial number (B)(6). The sample was repeated and the result was 57 mg/dl. On(B)(6) 2024, the sample was repeated twice on analyzer serial number (B)(6) and the results were 25 mg/dl and 24 mg/dl. The sample was repeated on analyzer serial number (B)(6) again and the result was 24 mg/dl. The result of 24 mg/dl was deemed correct. On (B)(6) 2024, sample 3 had an initial serum lpa result of 135 mg/dl on analyzer serial number (B)(6). The sample was repeated and the result was 61 mg/dl with an automatic 1:3 decreased dilution. The sample was repeated twice on analyzer serial number (B)(6) and the results were 61 mg/dl and 61 mg/dl. The sample was repeated twice on analyzer serial number (B)(6) again and the results were 61 mg/dl and 60 mg/dl. The result of 61 mg/dl was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial numbers are (B)(6) and (B)(6). The field service engineer (fse) performed a precision check successfully. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. The qc recovery was within the customer's established ranges. There was no indication of a performance issue with the reagent. The alarm trace showed multiple alarms (abnormal liquid level alarm, abnormal aspiration (sample pipetter) alarm, and remaining volume decrease alarm) on the day of the event. The field service engineer evaluated the instrument and found no specific cause for the event. He verified that the instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.